Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent pubovaginal sling with cadaveric fascia, cystoscopy on (B)(6) 2001 by dr. (B)(6) at (B)(6) medical center ((B)(6)) due to sui. (Per operative report) it was reported that patient underwent repair of a recurrent epigastric ventral incisional hernia with partial removal of old mesh, ventrio st hernia patch implant and extensive lysis of adhesions on (B)(6) 2012 by dr. (B)(6) cross at (B)(6) medical center ((B)(6)) due to recurrent epigastric ventral incisional hernia. (Per operative report).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems, dyspareunia, recurrence, worsening incontinence, and discomfort.